Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported mr appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw mitraclip was placed on the valve first, but the mitral valve gradient rose too high. The clip was removed and the gradient returned to baseline without patient issues. An ntw was then deployed reducing mr to trace. A couple hours after the procedure at follow-up imaging, the ntw was seen to be detached from the posterior leaflet. The patient had developed recurrent mr grade 3+. An xt mitraclip was then placed to stabilize, reducing mr back to trace. No additional information was provided.